Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated. The physician suspected premature battery depletion. No intervention has been performed at this time. The patient was in stable condition.